Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4296 implantable pacing lead, 2013-(B)(6); 5524 implantable pacing lead, 1995-(B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The outputs on the right ventricular (rv) lead were rep rogrammed. The lead is still in use. No patient complications have been reported as a result of this event.